Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. Device is an instrument and is not implanted/explanted. (B)(6). A device history record (DHR) review was performed for part # 03.110.007, synthes lot number :6155374: supplier lot number: na, release to warehouse date: 10-jun-2009, (B)(4). No non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this products, and any subcomponents, which would contribute to this complaint condition. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in canada as follows: it was reported that the handle of a stardrive screwdriver with a t8 recess was noted to leave a brown stain on peel pack after sterilization. The device malfunction was noted during sterilization on (B)(6) 2017. The product was reportedly stored according to labelling instructions. There was no patient involvement and impact on any procedure. This report is for one (1) stardrive screwdriver t8. (B)(4).

Manufacturer narrative:
Product development investigation was completed. The investigation summary indicates that: (B)(6) reported the following: the handle of a stardrive screwdriver with a t8 recess was noted to leave a brown stain on peel pack after sterilization. The device malfunction was noted during sterilization on (B)(6) 2017. The product was reportedly stored according to labelling instructions. There was no patient involvement of impact on any procedure. Customer quality (cq) engineering investigation: a visual inspection under 5x magnification, device history record (DHR) review and drawing review were performed at cq for the returned device as part of this investigation. No product design issues or discrepancies were observed. This complaint was unable to be confirmed at cq. No evidence of the brown stain was provided or returned. The device shows no evidence of leaching any brown liquid. This complaint was not able to be replicated at customer quality (cq). No new malfunctions were identified as a result of the investigation. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.